Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between pd treatment with the liberty select cycler and the patient becoming unresponsive with report of subsequent death from cardiac arrest/cardiac failure. However, based on the available information, there is no allegation or objective evidence that a liberty select cycler product issue or deficiency caused or contributed to the patient¿s death. Currently, the exact cause of the patient¿s cardiac arrest/cardiac failure that led to the patient¿s death is unknown as the esrd death form is not available. However, it was reported the patient¿s death was not unexpected as the patient was in poor overall health. The patient had several mortality risk factors including esrd on pd therapy, diabetes mellitus (dm), chronic low blood pressure and atrial fibrillation with unspecified complications (not related to pd therapy).

Event description:
It was reported that a peritoneal dialysis (pd) patient expired on (B)(6) 2019. Additional follow-up with the pd manager was conducted and it was reported the patient¿s death was not unexpected in nature. According to the pd manager, the patient¿s death is not suspected to be related to any fresenius device or product. It was reported the patient had been completing all pd treatments with the cycler and via manual pd exchanges prior to death, per the patient¿s prescription, without any pd related complications. The patient¿s last completed treatment reportedly occurred on (B)(6) 2019 without any adverse effects. The pd manager indicated the patient did not have any fluid volume overload and that the patient was doing well from a renal aspect. However, it was reported the patient has a past medical history significant for end stage renal disease (esrd) on pd therapy, diabetes mellitus (dm), chronic low blood pressure and atrial fibrillation. Per the pd manager, the patient had recent complications with atrial fibrillation (not related to pd therapy) and failing health. It was reported, on (B)(6) 2019 the patient went unconscious during pd treatment (unknown phase) with the liberty select cycler. Reportedly, emergency medical services (ems) arrived at the patient¿s home and removed the patient from the cycler. Cardiopulmonary resuscitation (CPR) was initiated and per the pd manager, the patient initially responded to resuscitation efforts. However, subsequently on (B)(6) 2019, the patient reportedly expired at the hospital. Additional details of events leading up to and surrounding the patient¿s death are unknown as the hospital records, esrd death form and pd treatment sheets are not available. The patient¿s pd manager reported the cause of death was cardiac arrest/cardiac failure which was associated with the patient¿s comorbid conditions.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as-received simulated treatment was performed on the cycler and passed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification. An internal visual inspection encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.